Manufacturer narrative:
The hillrom technician found the front and rear wheel needed to be replaced. Liko mobile lifts must be inspected at least once per year. According to the periodic inspection ) 3en371001- rev 5) for mobile lifts, the following shall be checked: castors - wheels roll the lift along the floor. Check to ensure that all wheels roll and turn freely. Make sure the wheels are fastened. Lock the brakes, make sure the wheels do not turn and the housing does not swivel when the lift is pushed. There should not be any play between the fork and the wheel nut. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this lift in february 2018. It is unknown if the facility performed any other preventative maintenance on this lift. The technician replaced the front and rear wheel to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the front and rear wheel of the lift fell off. The bed was located in the skilled nursing facility at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).